Event description:
It was reported that the device became stuck on the guidewire. An agent dcb mr 2.75 x 15mm was selected for treatment. During the procedure, the agent became stuck on the guidewire. Both the agent and the guidewire were removed together as a unit. It was also observed that the shaft of the agent device was stretched. The procedure was completed successfully using another of the same device, and there were no patient complications.